Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product-procedure: unable to observe since it is not related to the device. ¿ rupture: opening device assessed as unidentified (tear) opening (shell thickness was within specification) no further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported unknown side exchange from textured to smooth due to the patient's concern of the device. Healthcare professional later reported "explanted device has a tear in it." Device has been explanted and replaced.

Event description:
Physician reported exchange from textured to smooth due to the patients concern of the device. Physician later reported unknown side "explanted device has a tear in it." Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.